Event description:
During evaluation by an authorized resmed third party service center, an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The main circuit board and non-return valve (nrv) assembly were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The main circuit board, non-return valve (nrv) assembly and top case were replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to physical damage while failure to complete its internal self-test was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
During evaluation by an authorized resmed third party service center, an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.